Event description:
It was reported that a malfunction occurred with the pump, specifically indicated by malfunction code malf 15. The customer¿s blood glucose level remained within normal range, not exceeding 500 mg/dl. Technical support provided assistance by guiding the caller through resetting the pump, which resolved the issue without recurrence, and the customer was advised to contact support again if the issue reappeared.